Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 35 mg/dl compared with the sensor glucose reading of 90 mg/dl. The customer reported that the insulin pump did not suspend like it should have. The customer also reported two calibration error alerts, a change sensor alert, and the light to the transmitter did not blink. The customer's sensors were replaced and returned. The customer's insulin pump was not replaced or returned.